Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the device. A new device was used to complete the case. There was no pt consequence. It was stated that two tr35b's are being sent back with the device.

Manufacturer narrative:
Device not returned for analysis.